Event description:
On 11/18/1999, the facility's inventory coordinator surgical services informed the MFR's rep of the following: when the device was opened, the introducer was noted missing. When asked for pt, implant physician, etc info, she stated that no pt was involved. No further details were provided.